Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the viewport was damaged allowing water and steam to leak from sterilizer. The technician replaced the viewport, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water and steam were leaking from their amsco 400 sterilizer onto the floor. No report of injury.

Manufacturer narrative:
This follow-up is being submitted as there was a typo in the previous MDR (3005899764-2022-00055-01). There were no repairs performed to the user facility's water supply line or check valves. There were four chemical attributes of water quality that were above the maximum requirements, not one.

Manufacturer narrative:
A steris service technician collected water samples to be tested. The results identified that four of the critical chemical attributes of water quality were above the maximum requirements for the electric steam generator as stated in the amsco 400 sterilizer operator manual (table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the electric steam generator's operating requirements. The amsco 400 sterilizer operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The user facility elected to have a third-party service provider replace the water supply line. Following the replacement, the steris service technician replaced the check valves, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A steris service technician collected water samples to be tested. The results identified that one of the critical chemical attributes of water quality was above the maximum requirements for the carbon-steel steam generator as stated in the amsco 400 operator manual (table 5-1. Required feed water quality for carbon-steel steam generators). The user facility is responsible for ensuring that their incoming water supply remains within the carbon-steel steam generator's operating requirements. The amsco 400 operator manual states (3-1), "water quality - supplied must be within specifications. Improper water quality adversely affects equipment operation." The technician notified the customer of the water quality test results and that their water quality is not meeting the required operating conditions. The user facility acknowledged the results and stated they would take actions to improve their incoming water quality.